Event description:
Caller reported display of meter has several thin vertical lines. Caller stated measurement results were not affected. Preliminary evaluation found the meter for display defect; two thin and one thick line appear on the middle of the meter screen. Evaluation found that the location of the line on the display does distort the digit during the simulation test, therefore misinterpretation is possible. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(4).